Event description:
A malfunction alarm, specifically malf 12, was reported, and the pump had not been reset for this issue in the last 24 hours. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further incident. The customer was advised to contact support again if the malfunction recurred.